Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached an unknown level while wearing the pod between 36 and 48 hours. The patient also reported that the pod fell off the infusion site. Symptoms reported include being disoriented and unable to walk. The patient was treated with poc (point-of-care) glucose and sodium. The patient was released the same day. The pod was worn when seeking medical attention.